Event description:
It was reported that the customer had a frozen display on their insulin pump. Customer also reported their buttons were unresponsive. Customer also stated no alarms occurred during or after the time their buttons became unresponsive. The customer was also advised to remove their battery for five minutes. Customer stated their display remained frozen after the troubleshooting. It was also found the customer's display did not return after they were advised to insert a new battery. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had a blank display and the problem was isolated to the mother board. No frozen screen anomaly could be verified due to the blank display. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).